Manufacturer narrative:
The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. A sample outside of its original package with no lot number was received for evaluation. After performing a visual inspection, the hub was observed disassembled and the stylet was broken. The most likely root cause for the stylet disassembly indicates that the issue could occur due the incorrect set up of the pistons of the machine. Formal investigation actions were taken to address this condition. An adjustment was made to the pistons and the changes have been documented.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports the green end cap pulled off while starting to remove the guide wire. The tube was removed and a new one was inserted with no harm to the patient.